Event description:
(B)(4).

Manufacturer narrative:
Replacing the audio cable did not resolve the issue. They verified that the audio speaker from the display were not functioning, but if they connected the external speakers to the central monitoring system (cns) computer the audible alarms could be heard. Currently they are using the external speakers for audible indication of alarms, and the issue was with the display. Customer has been provided display replacement information. They will get back to us with their decision.